Event description:
The customer called for help with his contour usb system. He performed control tests prior to the call and received a result of 328 mg/dl. The normal control range was 101-140 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips and a new meter were sent to the customer.